Event description:
It was reported that the patient presented for a follow-up in clinic. Upon review, it was found that the right atrial (ra) lead was cut during an open heart surgery. The ra lead was explanted and replaced. The patient was in stable condition.